Event description:
Pt reported obtaining an undosed result of lo on the active system (strip lot 22950532 with expiration date 03/31/2008). Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped.